Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 4 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used, as blood was visually confirmed on the inside of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 400 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components, and coagulated blood was observed in both header end caps. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected from a single fiber as a steady bubble flow emanating from the cavity ID end potting cut surface. The dialyzer was subjected to destructive disassembly for more visual examination and fiber isolation. Upon extraction of the fiber bundle, a potted fiber fragment was seen at approximately 350° with the dialysate ports situated at 0°. The fiber was then viewed under magnification (50x) on the microscope to show a closer view of the fiber end. It measured approximately 3 cm and the opposing end could not be isolated. The fiber bundle did not show any other damage or irregularities; specifically, loose fiber fragments, kinked fibers, or broken fibers. The inferior surface of both polyurethane potting ends were examined for voids; none were noted. A production records review was performed on the reported lot. A lot history review was performed and there was one other complaint (from a different customer) noted to be reported on the lot for an internal blood leak. No sample was received and the source of the reported leak is unknown. The production record was reviewed, there was one approved temporary dn, ncr and a rework (hole in packaging) on the lot. They are unrelated to the reported complaint event of a fiber leak. No indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint, including non-conformance's, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.